Manufacturer narrative:
Received unit with loose/protruded drive support disk. Device had cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window, broken belt clip slot and stained end cap sticker. (B)(4).

Event description:
Customer reported via phone call that the screen would blink straight lines during prime. Customer's blood glucose was unknown. Customer's blood glucose at time of call was 257 mg/dl. Customer reported the insulin was squirting out during manual prime. Customer reported the insulin continued to drip after the motor stopped. During troubleshooting, found the drive support cap was sticking out. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.